Event description:
Per the clinic, the patient experienced pain and abnormal sound quality with stimulation. The issue could not be resolved, leading to device non-use. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; it is unknown if the patient will be reimplanted as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4)